Manufacturer narrative:
Method - follow-up with company representative.

Event description:
It was reported that a patient underwent an x-stop procedure at level l3/l4. Postoperatively, a spinous process fracture at level l4 occurred. Symptoms of lumbar spinal stenosis returned. It was noted, approximately 3.5 months post procedure, the patient fell. Reportedly, the device is left in the patient and no treatment is provided at this time. Patient is being observed. No additional information was reported.